Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to an deliver an unspecified concentration of saline. During priming of the tubing set prior to pt use, it was reported that an unspecified volume of solution leaked from the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.